Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. It was also noted that the device had worn clamps causing the attachment not to grip k-wires properly. It was further noted that the device failed pre-test for status of development, check sleeve for spring, seating of cover sleeve, lid and sleeve for spring, clamping ring on too coupling and function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that when the attachments were used to put the k-wire on the bone, it worked fine but when trying to pull out the k-wire off the bone on the reverse position, it did not grip the k-wire to come out. It was not reported if there was a delay to the surgical procedure or whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.